Event description:
It was reported that during an attempted implant, high impedance was observed. Setscrew issue suspected. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of high rv impedance could not be reproduced in the laboratory. The device was tested on the bench and no high rv impedance was noted. It is suspected that the reported high rv impedance in the field may have been the result of a connection issue.